Manufacturer narrative:
A root cause could not be determined. Patient samples were returned for investigation. The customer's results were reproduced. No interfering factors could be identified. Further clarification of the observed differences was not possible with the current testing methods available.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results for one patient on their e601 analyzer. According to the customer, the patient's sample was sent for repeat testing in another laboratory using a centaur analyzer. The patient's initial ft3 result was 11.14 pg/ml. The repeat result was 2.1 pg/ml. The patient's initial ft4 result was 1.85 ng/dl. The repeat result was 3.3 ng/dl. The customer also performed a peg addition test where the recovery was about 20% of the original patient results when tested on the e601. The customer would not provide information on whether the discrepant results were reported outside the laboratory. The customer would not provide information on whether the patient was adversely affected by this event. The ft3 and ft4 reagent lot numbers were requested but not provided.